Event description:
It was reported via repair work order that the brakes would engage manually and electronically, the caster would swivel due to broken caster stems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.